Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke while pushing it out of the harvest cannula. The c-ring did not break in the patient. The harvester removed the harvest cannula with the c-ring intact from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the cannula handle. Blood and tissue was observed on the c-ring. The c-ring was observed to be intact, no visual defects were observed. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of the retention rib. The scope wash tubing was observed to be bent at the center. A mechanical evaluation was conducted. The toggle switch on the cannula was maneuvered and the c-ring was able to retracted and extended with no difficulty. Based on the return condition of the device, the reported failure "break" was not confirmed but was confirmed for the analyzed failure "bent c-ring".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke while pushing it out of the harvest cannula. The c-ring did not break in the patient. The harvester removed the harvest cannula with the c-ring intact from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke while pushing it out of the harvest cannula. The c-ring did not break in the patient. The harvester removed the harvest cannula with the c-ring intact from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.